Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Kept by the attorney.

Event description:
It's alleged by the attorney through the filing a lawsuit that the patient underwent a right total hip arthroplasty on (B)(6) 2015 where he was implanted with a stryker hip system. It is further alleged that the patients right hip was then revised on (B)(6) 2017 after blood work revealed "excessive levels of chromium and cobalt".